Event description:
Our office in another country, was notified that a wholesale customer received an afssaps adverse event report regarding a patient who experienced the beginning of a cornea abscess while using (private label) multipurpose solution. No other info available. Additional info has been requested from the initial reporter; no response.

Manufacturer narrative:
Retain evaluation: physico-chemical and microbiology analysis results are correct and all parameters are within established acceptance criteria. A review of the records for the batch of product has not revealed any anomaly during the manufacturing processes. Root cause has not been established.